Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for valve assembly difficulty because the sample was not returned for assessment. The exact root cause could not be determined. The likely root cause of the valve coming loose during procedure is that the valve was not fully screwed on to the sheath prior to use. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently no action is recommended since device was within manufacturing and design specifications when it was released from terumo medical corporation control.

Manufacturer narrative:
Device lot number: requested, unknown. Device expiration date: unknown due to unknown lot number. UDI: unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the valve used to be attached firmly to the destination sheath. However now, it seems that it is not completely screwed on which can cause trouble during the procedure. At first it looks like it is attached however, it is not. As a result, when the physician starts the procedure, the introducer is not seen, and it slips out of the artery back to the sheath. There was no patient harm.